Event description:
On (B)(6) 2012, during review of the patient's programming history it was discovered that the vns patient had high impedance during a system diagnostics test performed on (B)(6) 2007. The patient's device had been disabled the previous visit on (B)(6) 2007. In 2008, the patient was scheduled for vns explant on (B)(6) 2008, as the patient was having elective breast augmentation surgery and wanted vns removed. Whether the surgery occurred was never confirmed. Good faith attempts for further information from the physician were made, but no additional information was received, including whether or not the surgery actually occurred.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.